Event description:
User experienced discrepant magnesium results on at least 5 patients during the past week. Only one example was provided: initial magnesium result of 2.6 mg/dl was rerun and recovered a magnesium value of 60 mg/dl. Initial results were not reported. The field service representative was unable to duplicate the issue. Performance checks were performed and within specification.